Event description:
It was reported that the system will not boot up. There were no error messages. There was no patient outcome reported. The procedure was rescheduled. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse removed the lpu/hdd and noticed that a small connector was not fully engaged. The fse attempted to replace the lpu/hdd and install a new one but encountered software issues. He reinstalled the original lpu/hdd and its full functionality was restored. Electrical and electronic connectors were reseated. Further testing was performed. The laser passed full functional and electrical safety testing. Based on the information available, it is likely that the reseating of electrical and electronic connectors resolved the reported issues. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the system will not boot up. There were no error messages. There was no patient outcome reported. The procedure was rescheduled. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.